Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that paramedics were called and he was hospitalized due to high blood glucose levels. Blood glucose level was 690 mg/dl at the time of hospitalization. Customer stated that prior to the paramedics being called, he was hot, had chest pains, and trouble breathing. Blood glucose level at the time of the call was 417 mg/dl. Customer stated that he was experiencing a dry throat, bladder problems, tiredness, and dehydration. Upon troubleshooting for high blood glucose levels, customer stated that he found a leak in the top of the reservoir of the insulin pump near the tubing connector. Customer stated that his blood glucose level had dropped to 315 mg/dl by the end of the call. No further information was provided.